Manufacturer narrative:
The date of event/therapy date was sometime between (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted. This MDR addresses the first of the two patients that was involved with this event for this lot.

Event description:
It was reported that there were four (4) homechoice cassettes that were found to have leaked from an unspecified location. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.